Manufacturer narrative:
(B)(4). Batch # t92r06. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample found that the b12lt device was received with the sleeve tip melted. No functional test was performed due to the condition of the device. The reported event is confirmed. It should be noted that product failure is multifactorial. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the trocar end part was broken right after operation started. It is unknown how procedure was completed. Patient consequence was not reported.